Event description:
Pt was receiving a unit of rbc's. After approximately 83 ml infused, the filter (lot # 07025265) became full of clots and warranted the discontinuation of the blood product and filter/tubing. A 2nd and 3rd unit of rbc's were hung (and infused) and again, the filters (lot # 07025092 & lot # 07025265) respectively became full of clots. Alaris had requested for (blood bank) to return the clotted filters and other unused filter/infusion sets.